Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient's implantable cardiac monitor exhibited a diagnostic anomaly. No intervention was performed. Patient condition was unknown.